Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited diagnostic anomalies, electrocardiograms were missing information. The patient presented for replacement procedure and the device was explanted and upgraded to pulse generator on an unknown date. No further information was available.

Event description:
Additional information noted the patient was stable before, during, and after the explant procedure on (B)(6) 2018.